Manufacturer narrative:
G4, h2, h3 and h6. We have reviewed the returned device which was used in treatment establishing a relationship between the reported event and the device. A functional evaluation confirmed the failure message of ¿device failed please return¿ when it was turned on. The device operation failed to go past the error message, this error would have contributed to the false alarm reported. With the root cause identified as software failure. A review of manufacturing records for the reported lot number found no non conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported events have been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.

Event description:
It was reported that the renasys go device gave the blockage/full canister alarm several times after three months of providing therapy to a patient. Treatment was continued with a back-up device. No patient harm reported.